Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014 and was discharged one month later to a rehabilitation center. It was reported by the vad administrator that the pt had been lost to follow up due to transportation issues until (B)(6) 2014 when the pt presented to the pt presented to the emergency department (ed) in atrial fibrillation with rapid ventricular response. The pt reported that he had gained weight in the last week (weight gain of (B)(6) since discharge). The pt also reported worsening lower extremity edema, dyspnea on exertion, and an increasing abdominal girth with discomfort. The pt reported he had called his transplant coordinator 5 days prior to presenting to the ed with this worsening symptoms and was prescribed metolazone without any improvement. The pt remains in the hospital.